Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. The patient line had not been properly primed. Patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) explained that the hc took in air and triggered a system error 2240. The tsr had the home patient (hp) close all the clamps to the bags, patient line, and transfer set. The tsr had the hp cycle the power off and on. A system error 2367 occurred. The power was cycled again. The hc went to press go to start and then load the set. The tsr had the hp remove the cassette. The tsr advised the hp to dispose of the current supplies and to start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional relevant information is received.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.